Event description:
Our affiliate is reporting that during a procedure, a portion of the distal tips of 2 electrodes broke off into the patient's body. All of the fragments were removed and the repair was concluded successfully without further incident or harm to the patient. Both complaint devices were discarded by the user facility. [See also MDR 1221934-2007-00175].

Manufacturer narrative:
Nothing is being returned for examination, the device was disposed of by the facility. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaint system revealed no other complaints of any kind for this lot of 493 device that were released to distribution. Historically, this type of failure mode has been attributed to the possibility that, instead of the device being used in a wand-like fashion, the electrode was used as a hook or prybar causing the user to apply excessive mechanical force or torque to the device, which may have precipitated or contributed to this incident. Also, this is a single use device and it is not established if the device in fact saw only one usage, on other words there is the question of the possiblity that the complaint device has been reprocessed, which would add another dimension to the failure issue. Outside of these hypotheses no other root cause for the device failure can be discerned. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.